Manufacturer narrative:
Trackwise ID 639434.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stop cutting. The harvester would wait a few seconds, it would start again then stop. Changed out cord, still didn't work. Opened a new kit to complete harvest. No injury to patient.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/04/2022. An investigation was conducted on 08/15/2022. A visual inspection was conducted. Signs of clinical use and light evidence of blood were observed on the jaws of the harvesting tool. The clear silicone insulation of the jaws and the heater wire were observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. An activation and transection capability test was performed over (04) repetitions using "max life test method (B)(4) on 08/31/2022. The device activated and transected tissue (04) times with no cautery failure observed and with no excessive smoke observed. Based on the returned condition of the device, the reported failure "electrical problem" was not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.